Event description:
The customer reported intermittent communication failed error messages. This error results in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced,t he power supply was adjusted, and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.